Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed; however, the physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a mini trek dilatation catheter advanced to the mid left anterior descending (lad) totally occluded lesion. During advancement, resistance was noted with anatomy to the lad lesion. Inflation was performed to 10 atmospheres (atm) when the balloon ruptured. The device was removed and another same size device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.